Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified distal superficial femoral artery. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for pre-dilation. A 6x180 innova stent was deployed to treat the lesion. Post dilatation was performed with the same sterling balloon. However, the catheter became stuck in the stent and the balloon did not rewrap well. The balloon was fully deflated and was removed. Post-dilatation was performed with a 5x150 sterling balloon and the procedure was completed. No patient complications were reported and the patient's status was good.